Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro stayed on even though the activation toggle switch was confirmed to be in the "off" position. The harvester unplugged the device immediately before it began to overheat. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. The cable and power supply that was also used in the case were new.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).